Event description:
The service report shows the customer reported that the 840 ventilator was inoperable. There was pt involvement. The customer reported to have replaced the breath delivery unit (bdu) cpu pcb. The covidien customer support engineer (cse) was only authorized to upload the software. The ventilator passed all testing.

Manufacturer narrative:
(B)(4).